Manufacturer narrative:
Patient city: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced high blood glucose level and disbetic ketocidosis. Therfore, the patient was admitted to hospital on (B)(6) 2024 around 2:30 am with blood glucose level of 369 mg/dl. During hospitalisation, the patient received insulin drip. Currently, the blood glucose level of the patient was 309 mg/dl. No further information was available.